Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of lad lesion. Lesion morphology was reported to be severely calcified. The lesion was pre-dilated. It was reported that the delivery system was inserted; however, it was unable to cross the lesion. The delivery system was removed and the lesion pre-dilated a second time. The delivery system was re-inserted and while tracking to the lesion site; the stent dislodged from the balloon in the left main. The physician was able to bring the stent back to the sheath, where the undeployed was snared from the patient. The case was completed with another manufacturer's drug-eluting stent. The patient is fine.

Manufacturer narrative:
Other: secondary intervention. Results: embolism-device. Severely calcified.